Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4) on 19-jan-2024, the h6. Investigation conclusions code was corrected from cause not established (d15) to unintended use error caused or contributed to event (d1102).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-sep-2022. The device evaluation was completed on 30-sep-2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that there was blood bleeding back from the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was exchanged and the procedure was continued. Additional information was received. The gasket did not seem to be dislodged from the hub. The hemostatic valve did not dislodge outside the hub. The brim cap was not detached. The sheath was being used on a patient. No air entered the patient¿s body. Blood return observed. Blood loss was not measured but was minimal; blood was noticed in the pigtail of the sheath only. No blood outside. The event was assessed as MDR reportable for a hemostatic valve leak issue.